Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead failure to capture and low pacing impedance. It was also noted that the patient experienced discomfort due to extrac-cardiac stimulations. The reported lead was explanted on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and low pacing impedance were confirmed while the reported event of extra cardiac stimulation was inconclusive. As received, a complete lead was returned in two pieces for analysis. Final analysis found abraded inner insulation at the distal region. The cause of failure to capture and low pacing impedance was isolated to the abraded inner insulation. No other anomalies were identified.